Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the reported event. Covidien customer support engineer (cse) verified malfunction. The cse inspected the device and replaced the safety valve, proportional solenoid valve (psol), and inspiration pressure transducer autozero solenoid. Device pass short self test (sst), extended self test (est), and performance verification test (pvt).